Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent anterior and posterior vaginal repair on (B)(6) 2011. (B)(4) - urinary/bowel problems; undefined recurrence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent hysterectomy and cystoscopy.